Event description:
Procedure type: laparoscopic hysterectomy. According to the rptr: surgeon was using the device to close the vaginal cuff. After 2 throws, while passing the needle through tissue, the needle broke almost in half. This left a little over half of the needle with suture with the instrument, the rest of the needle was deep in tissue. Attempts were made to retrieve the needle without success. The surgeon chose to leave the needle remnant in tissue. The procedure was extended for an x-ray to verify the location of the needle remnant as well as attempts to remove the needle remnant laparoscopically. Another device was opened to complete the closure of the vaginal cuff.